Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling unwell. Intermittent loss of capture was observed. Programming changes were made. The patient will continue to be monitored.